Manufacturer narrative:
Continuation of d10: product ID neu_rtm_unknown lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: neu_rtm_unknown, serial/lot #: unknown, ubd: , UDI #: g2: the country of the event is jp h6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were unable to charge. The base of the recharger was getting hot. There were no known environmental, external, and patient factors that may have caused the event. They tried charging together, but even after adjusting the position of the recharger and trying multiple times, the device was not detected. It was confirmed that the controller was 90% charged. Detaching and reattaching the recharger was also attempted, but there was no improvement. They heard that even after a short charging time, the base of the recharger becomes very hot. Further follow-up will be required. The issue was not resolved at the time of the report. No health damage was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that it was the ¿base of the connection¿ that was getting hot. The cause of the inability to charge, device not detected message, and recharger heating were not determined. A replacement recharger was arranged and the issue was considered resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial#(B)(6) implanted: explanted: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.